Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements over the course of approximately 1 year. All other lead measurements were within expected range and stable. Provocation testing was unable to create noise and x-ray showed no evidence of a lead integrity issue. A synchronous shock returning a shock impedance within normal limits leading the physician to suspect calcification around the shock coil of the lead. Boston scientific technical services (ts) provided suggestions should the physician elect to perform additional testing. No adverse patient effects were reported. This system remains in service.